Manufacturer narrative:
Additional information: it was later detailed that the seg#11 was the proximal left circumflex with 99% stenosis. A non-medtronic stent was placed in the lmt-lad from previous treatment and delivery was attempted over the strut. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the device was returned for analysis. The stent was positioned on the balloon between the marker bands as per position specification, but due to mid stent deformation, the stent did not meet visual acceptance specification. No other damage evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one onyx frontier coronary drug eluting stent deformed in vivo during advancement/placement. The lesion being treated was moderately tortuous, mildly calcified in cass#11 in the left anterior descending (lad) branch and the circumflex (cx) artery. The device was inspected before use with no problems observed. Negative prep was performed with no problems observed. The lesion was pre-dilated with a non-medtronic (mdt) balloon. The device did pass through a previously placed stent. Resistance was encountered when delivering the device. Excessive force was applied during delivery. It was detailed that a wire was inserted into the lad and lcx and after intravascular ultrasound (ivus) was performed on the lcx. The strut area of the previously placed non-mdt stent was extended from cass#11 with the 2.0x15mm non-mdt balloon. Then, an attempt was made to insert the onyx frontier, but the stent could not be pushed even halfway beyond the strut. It became impossible to move the onyx frontier and pushing with a lot of force was applied. It was believed that the onyx frontier caught on the spot where the non-mdt stent flare was standing. To withdraw the onyx frontier a 3.0mm balloon was inserted and inflated on the lad side, and then the onyx frontier was withdrawn. The onyx frontier was peeled when it was checked externally. Afterwards, the non-mdt stent strut was re-inflated with a 2.5mm balloon, and a 2.25x24mm non-mdt stent was used and passed through successfully and placed in cass#11. In the end, the inside of the lad stent, which underwent various changes, was expanded by post expansion ballooning, and the procedure was completed. No further patient complications have been reported as a result of this event.